Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.034s, lot: 21p7774, manufacturing site: bettlach, release to warehouse date: november 04, 2019, expiry date: october 01, 2029. A manufacturing record evaluation was performed for the finished device part: 04.027.034s, lot: 21p7774 , and no non-conformances were identified. Visual inspection: the received pfna blade was received in locked state. The device is in a very good condition without any damages. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional testing: a function test with an at the customer quality (cq) department available impactor was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock and remove the blade without any issues. The blade is functional as required. Investigation conclusion: the complaint is rated as unconfirmed since the device is functional as required. Based on the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that ther procedure was performed on (B)(6) 2020. There was surgical delay of ten (10) minutes. Another blade with a different lot was used to complete the procedure. This report is for one (1) pfna blade perf l95 tan.

Manufacturer narrative:
This report is for an unk - nail head elements: pfn blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the pfn blade is not opening on the screwdriver. The surgery was completed with another blade without any delay. There were no patient consequences. Concomitant devices reported: screwdriver (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) unk - nail head elements: pfn blade. This is report 1 of 1 for (B)(4).